Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarm noted. Unit received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.